Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that resight dovetail on aberrometer was broken in the unknown eye in the unknown timing.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was able to confirm the reported issue. The nonconforming dovetail was replaced to address the issue. The system was tested and found to meet product. No similar complaints were reported for this product serial number (under investigation). The root cause of the reported event is attributed to a nonconforming dovetail. The manufacturer internal reference number is: (B)(4).